Event description:
It was reported that the ilet pump displayed no screen output and would not power on despite a blue indicator light, consistent with a hardware screen or power/display malfunction that necessitated replacement of the pump. Symptoms included no reported adverse clinical effects, and the patient-reported blood glucose was 105 mg/dl. Outcomes included continued therapy management using the patient¿s cgm application while awaiting replacement. Investigation included customer support troubleshooting and arrangement for device replacement with instructions to shut down the device and sync data prior to return and inspection of the returned device. Investigation of this device revealed a device malfunction consistent with a display or power subsystem failure that rendered the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown root cause pending physical evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.